Event description:
The customer reported having an MRI and the insulin pump alarmed motor error the night before. The blood glucose reading was 114mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement test and the test failed. The device was showing almost 100% full, but the customer got a low reservoir alarm also. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a motor encoder signal out of phase. Unable to perform the displacement test, test the low reservoir alarm or check for the units remaining in status screen anomaly due to the motor error alarm. Cracks to the case, battery tube threads, reservoir tube, reservoir tube window and reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.